Manufacturer narrative:
Investigation results: visual investigation: the investigation has been carried-out by the manufacturing plant. The device with the serial number (B)(6) was delivered on 28nov2019. According to the internal database, the maschine has not yet been repaired or maintained. Maintenance date has passed. This error pattern has never occured before. Screw ring was loose. The adhesive bond is not sufficient to ensure permanent bond in combination with vibrations and reprocessing influences. The actual cause can no longer be determined afterwards. The work instruction in the production plant were adapted accordingly. Batch history review: the device quality and manufacturing history records have been checked for the available lot number and were found to be according to our specifications valid at the time of production. Review of the complaint history revealed that no similar complaints have been filed against products from this batch number. The review of the risk assessment revealed that the overall risk level (severity 4(5) x 1(5) probability of occurrence) according to din en iso 14971 is still acceptable. Conclusion and measures / preventive measures: based upon the investigation results, the root cause of the reported issue can be traced back to a manufacturing-related failure. Specifically, it is assumed that the adhesive bond was not sufficient. Based upon the investigations results a CAPA is not necessary.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with ga336-acculan 4 oscillating saw straight. According to the complaint description, it was reported that during the surgery, a gap opened slightly between the attachment and the handpiece, probably due to the vibration of the saw. After the surgery was completed (without incident), the battery was removed and the attachment apparently came completely loose. The seal also seems to have broken. There was no described patient harm. Additional information was not provided nor available / was not available. Additional patient information is not available. The adverse event / malfunction is filed under aag reference (B)(4).